Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that when entering information for bolus wizard, incorrect estimate would program in pump. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The bolus wizard functioned properly per bolus the wizard sample in the user guide. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.